Manufacturer narrative:
The customer's sample was returned for investigation. No interfering factors for the tsh reagent were detected in the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for 1 patient sample on a cobas e 801 module, serial number (B)(4). This medwatch covers the alleged results for the tsh assay. Please refer to medwatch (B)(4) for the alleged ft3 assay results and (B)(4) for the alleged ft4 assay results. For patient results. The results were reported to the patient's physician, who requested the sample test be repeated.